Event description:
The customer contacted baxter's technical service center and during that call it was discovered that the patient had air in her line and she connected anyway. She figured if she could get herself to reprime it would be okay. The tsr said no and advised the hp that if she was connected air was unable to leave the patient line until she opened up the valve. Then it goes into her stomach and up to her shoulders. The tsr ended therapy and got the door open so the hp could reset up again with new supplies. They referred the hp to the on call nurse for further medical instructions. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The writer received a call from the home patient on (B)(4) 2012 and she was able to resume therapy after starting over with new supplies. She said there was nothing wrong with any of the previous supplies, it was her fault. She had forgotten to open her patient line clamp. She had already gone over with the tsr the proper procedures for aseptic technique. Since then she has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined.the label review found the labeling adequate for the use error in this complaint.baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.